Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 469mg/dl and a manual injection was administered to address the bg level. A system check was performed and the infusion set cannula was found to be bent. Reportedly, an infusion site change was performed to address the occlusion alarm.